Event description:
It was reported that the stent delivery system was difficult to remove. A carotid wallstent and filterwire ez were selected for use. After successful deployment of the stent, the carotid wallstent delivery system was difficult to remove from the filterwire ez. Both the carotid wallstent and filterwire ez were removed together. The procedure was completed with these devices. There were no patient complications as a result of the event.

Event description:
It was reported that the stent delivery system was difficult to remove. A carotid wallstent and filterwire ez were selected for use. After successful deployment of the stent, the carotid wallstent delivery system was difficult to remove from the filterwire ez. Both the carotid wallstent and filterwire ez were removed together. The procedure was completed with these devices. There were no patient complications as a result of the event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only.

Event description:
It was reported that the stent delivery system was difficult to remove. A carotid wallstent and filterwire ez were selected for use. After successful deployment of the stent, the carotid wallstent delivery system was difficult to remove from the filterwire ez. Both the carotid wallstent and filterwire ez were removed together. The procedure was completed with these devices. There were no patient complications as a result of the event.